Event description:
It was reported that the tap is broken at the most proximal marker on the shaft. No patient complications were reported.

Manufacturer narrative:
(B)(4). The tap was returned for evaluation. Visually confirmed the instrument is broken at the base of the radius near the 70mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload. A review of the device history records is not possible without additional device information.